Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during surgical use, the surgeon was reaming the glenoid and suddenly the reamer began to slip. Upon investigation the tip was broken. The surgeon removed the tip and continued to ream with the 42mm reamer. Part of the device was removed from the (B)(6) male patient. There was no delay/prolongation. Patient was last known to be in stable condition following the event. Device will be returning.

Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.